Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08061. It was reported the pt experienced heating of pocket site while recharging and also had dark marks near the ipg (implantable pulse generator) site. It was reported he was unable to recharge the device as the charger stopped working. Replacement charger was not able to communicate with the ipg. F/u info suggested the physician will be consulted about the potential ipg replacement at a future date. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This serial number was included in field advisory and field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.